Event description:
It was reported that the screw broke into many pieces after insertion. Everything was removed but the surgery was delayed over 30 minutes. No further pt info is available and no add'l adverse consequences were reported from this event. This device is used for treatment.

Manufacturer narrative:
The customer returned only pieces (peels) of the screw. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The complainant's event is typically caused by improper bone preparation and/or not inserting the implant perpendicular to the bone. This event was attributed to misuse.